Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of an error and further noted that both battery wires were pinched and that the black (negative) wire was exposed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator was being used for in-service demonstration purposes and generated an error code. It was further reported that the generator was unable to be reset and that the generator was brand new. The generator was returned for service. There was no patient involvement.